Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Information from the field stated that the pressurewire was used with a 5f guiding catheter. The pressurewire instructions for use (IFU) ppl2119173 ver. A, directs the user to use the pressurewire guidewire in conjunction with a 6f (2 mm diameter) guiding catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing ref: 3009564766-2020-00010. During the procedure, a delay occurred and the procedure took about 30-45 minutes longer. The devices were calibrated and equalized normally. 5fr cag catheters were used along with the devices. The devices were attempted to be used for ffr measurement in a left circumflex artery lesion. When the first device was used, calcification in the lesion was severe and the device could not be passed through the lesion and the tip of the device bent limply. A second device was used but the same issue occurred. A delay occurred and the procedure took about 30-45 minutes longer. The procedure was completed without using a replacement with no adverse patient consequences. Additional information is not expected.